Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that following a pulse field ablation procedure the patient experienced pneumonia. After a procedure where a farawave 2.0 nav catheter was selected for use, the patient experienced a pneumonopathy which required medication and prolonged hospitalization. No device issues were reported. No more information was provided. It's unknown if the device will return for laboratory analysis.

Event description:
It was reported that following a pulse field ablation procedure the patient experienced pneumonia. After a procedure where a farawave pfa catheter was selected for use, the patient experienced a pneumonopathy which required medication and prolonged hospitalization. No device issues were reported. It was further reported that the patient was discharged 2 days later and continued medication for 10 days. The device will not be returned as it was discarded by the facility.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.